Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 91 mg/dl and the sensor glucose was 55 mg/dl at the time of the incident. The customer¿s blood glucose was 121 mg/dl and sensor glucose was 74 mg/dl. The customer was advised for calibrating with two or three down trend arrows may temporarily decrease accuracy until the next calibration. The sensor will not be returned for analysis.